Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was used as a temporary, external, pacing generator after the patient's previous system was explanted due to infection. This pace maker was used in temporary pacing while the patient recovered from infection. Subsequently, this pacemaker was taken out of service and replaced with a new system. No adverse patient effects were reported.